Manufacturer narrative:
(B)(4). The customer returned a lidstock and two parts of a spring wire guide for evaluation. The catheter was not returned by the customer. Visual examination of the spring wire guide revealed that the guide wire was returned in two pieces. The core wire remained intact, but the coil had separated approximately half way down the guide wire. The core wire at the distal j-bend maintained its shape. Microscopic examination of the swg revealed that the proximal weld was spherical and intact; however, the distal weld had separated from the guide wire and was not returned. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user that "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously." The IFU also warns the user, "although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." Finally, the IFU cautions the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire had separated and unraveled was confirmed through examination of the returned sample. Visual examination revealed that the core wire remained undamaged, but the coil had separated approximately half way down the guide wire. The swg met relevant dimensional requirements, and a device history record review was performed with no relevant manufacturing issues. The guide wire diameter measured .85mm. Arrow guide wires of this size are designed to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for the size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that upon removing the catheter a slight resistance was felt. Upon withdrawal it was observed that the guidewire unraveled in the patient. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/catheter resistance - swg separated.

Event description:
The customer reports that upon removing the catheter a slight resistance was felt.upon withdrawal it was observed that the guidewire unraveled in the patient.no patient injury or harm reported.